Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD)was part of a system revision due to infection with sepsis. There were no additional adverse patient effects reported. The ICD was explanted.